Manufacturer narrative:
The reported event was inconclusive because no sample was returned. Potential root cause for this failure mode could be due to thin sac causing by short latex dwell time, latex dip speed out too slow. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: do not use the product of have latex allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the catheter was checked with no leakage or breakage prior to use. When the catheter was implanted in the patient and 25ml saline was injected for fixation, it can be pulled back without any resistance. When the catheter was removed from the patient, it was found that the balloon has burst.

Event description:
It was reported that the catheter was checked with no leakage or breakage prior to use. When the catheter was implanted in the patient and 25ml saline was injected for fixation, it can be pulled back without any resistance. When the catheter was removed from the patient, it was found that the balloon has burst.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H3 other text : the device was not returned.